Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps had broken conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. There was no broken conduct cables observed during visual inspection. Energy delivery was tested a passed in various grip orientations. The instrument passed the electrical continuity test. Additionally, the instrument was found to have a broken grip cable at the distal end. Isi followed up with the initial reporter and obtained additional information: it was confirmed that there was full cable breakage. There was a loss of cautery with broken cable. There was no fragment fall inside the patient's anatomy.

Event description:
Refer to h11 for follow-up information.